Manufacturer narrative:
Medical action industries is the relabeller/repackager of the complaint towel. Jiangsu guangda medical material group co., ltd., FDA registration number 3006847952, is the manufacturer of the towel. A photo or sample was not provided by the customer. At the time of complaint receipt, we did not have any inventory of the towel lot available for further analysis. The device history record (DHR) was reviewed with no abnormalities found during the production and inspection processes. A 12-month review of the trending database shows one past and two recent complaints for the reported issue of lint involving this towel. The towel lot has shipped to various customers with no additional reports on this lot. A scar (supplier corrective action request) was issued to the towel supplier ((B)(4)., FDA registration number 3006847952) to further address this issue. The towel supplier has processes in place to limit lint presence as much as possible given the cotton fiber construction. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Customer was performing an exploratory laparotomy and small bowel resection procedure at time of indent. They were utilizing an essentia major laparotomy pack containing medical action industries or towel 731b4 and also a pack of sterile blue towels v708-b. The surgeon used blue towels to line the edges of the incision and placed the bowel on the towels. It was discovered later there were small pieces of blue lint seen on the bowel of the patient. The surgeon was able to use a wet laparotomy sponge to remove all the noticeable lint.

Manufacturer narrative:
The product involved in this event is not available for evaluation. There are two medical action industries towel products utilized by consumer for this case. V708b (2408jk437a) and 731b4 (lot unknown). These towels are manufactured by jiangsu guangda medical material group co., ltd. (FDA registration 3006847952). A follow-up report will be provided upon conclusion of investigation and response by the supplier. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.